Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the event involved a male pt born in 1944 with a diagnosis of disturbance of coronary flow/silent ischemia. During the diagnosis of the coronarography, there was transient disturbance of the coronary flow with hypotension. The drugs heparin and anti plaque drugs cf supra were administered invasively. The intra-aortic balloon (iab) was attempted to be placed through the sheath when strong resistance was meet and it was removed. The staff improved the blood pressure (bp) and therefore, improved coronary blood flow; counter pulsation was no longer necessary. The elective angioplasty was performed. There was no pt death, injuries or complications. The pt outcome was listed as good. Additional info received on (B)(6) 2011, from the complaint coordinator indicated that it seemed they used the super arrow-flex (saf) sheath, stating that they were not aware of the field corrective action.